Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a uv flash transfer set was loose. It was stated that the patient adapter was loosely connected to the titanium adapter after changing t-set to new one for periodic replacement. The titanium adaptor is still in use and is working per specification. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed with no issues noted. Functional testing including leak testing, clear passage test, clamp function test and integrity of seal surface testing was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.